Event description:
It was reported that user had an arctic sun device which was not heating during a functional verification. Mss discussed with user overfill, but the user felt confident that was not the issue and stated would order and replace the heater locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that user had an arctic sun device which was not heating during a functional verification. Mss discussed with user overfill, but the user felt confident that was not the issue and stated would order and replace the heater locally. Per follow up information received via phone on 20nov2024, it was reported that spoke with biomed who stated they decided to send the device in instead of repairing onsite. It had been shipped out last month. No patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The heating issue reported by the customer was not duplicated. No repairs were made as the repair was not approved by the customer. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.